Event description:
Surgeon was using a laparoscopic stapler on the common duct. The instrument was not working properly. It kept misfiring and not closing as it should. At the end of the case, the surgeon found the common duct to be leaking due to the staple misfiring and discovered a hole had been torn in the common duct. The surgeon re-stapled the common duct and placed a drain that would not have been used otherwise.